Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. The hypotube of the device has numerous severe kinks. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen. The balloon was loosely folded, and the body of the balloon was twisted. The distal portion of the balloon was slightly prolapsed with blood in prolapsed folds. The device was then prepped with an inflation device filled with water to inflate the device to the rated burst pressure. The balloon was able to be inflated and maintained pressure as well as deflate with no issues. Product analysis did not confirm the reported event, as during functional testing the balloon inflated to rated burst pressure and deflated with no issues immediately.

Event description:
It was reported that balloon deflation failure occurred and a perforation occured. The target lesion was located in the left circumflex artery. A 3.00mm x 12mm emerge balloon catheter was advanced for dilation. However, it was noted that the balloon would not deflate. The device was withdrawn while inflated. A perforation occurred. The patient coded and was then revived. The physician then performed a pericardiocentesis was performed as a pericardial effusion was observed. A non-bsc covered stent was placed. After the procedure, the patient was transported to the intensive care unit. No further patient complications were reported.

Event description:
It was reported that balloon deflation failure occurred and a perforation occured. The target lesion was located in the left circumflex artery. A 3.00mm x 12mm emerge balloon catheter was advanced for dilation. However, it was noted that the balloon would not deflate. The device was withdrawn while inflated. A perforation occurred. The patient coded and was then revived. The physician then performed a pericardiocentesis was performed as a pericardial effusion was observed. A non-bsc covered stent was placed. After the procedure, the patient was transported to the intensive care unit. No further patient complications were reported.